Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported false upstream occlusion alarms through the history log, but could not reproduce it. The device was operating out of specification with respect to the reported symptom, due to cracked tail pins in the upstream sensor. The upstream sensor was replaced.

Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a false upstream occlusion alarm. There was no patient involvement.